Event description:
It was reported that the barrel of bd plastipak¿ syringe was cracked during use. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: on april 19th, the pharmacy technician was manipulating a medication and observed that the syringe has a deformity. Pictures received show a syringe with barrel cracked.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of bd plastipak¿ syringe was cracked during use. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: on april 19th, the pharmacy technician was manipulating a medication and observed that the syringe has a deformity. Pictures received show a syringe with barrel cracked.

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, damaged barrel on the syringe can be observed. A device history record review for damaged barrel showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for damaged barrel is associated with jam in the marking or assembly process. H3 other text : see h10.